Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection noted the lead had been severed. Resistance testing confirmed the electrical continuity of the returned segments. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service for an unspecified reason. No adverse patient effects were reported.